Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip cover accessory departed. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed and found to have the transparent plastic tip dislodged from the tip. The transparent plastic tip was not returned with the instrument. Other components adjacent to the dislodged transparent plastic tip do not show damage. The complaint was confirmed by failure analysis. The probable root cause could not be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.